Event description:
Inappropriate shock deliveries were reported after an implantation time of about 5 months. The lead was explanted.

Manufacturer narrative:
Mechanical and the electrical properties of the lead were tested. Fraying of the outer insulation approximately 24 cm distal of the connector pin was detected. This damage should be regarded as the cause for the clinical complaint. The fraying of the outer insulation requires excessive mechanical stress of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure and friction of the lead onto the ICD housing or another lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Damage, such as cuts and deformations, as well as damage to the tip electrode probably stem from the explantation process. There were no indications of a material defect or manufacturing error.